Manufacturer narrative:
(B)(4). Follow up for device evaluation. Deviations were reported during the packaging process. To support the investigation, nineteen samples contained in five separate bags were submitted for evaluation by the quality team. The bag labeled ¿scale marking¿ contained four samples, all of which were acceptable. Graduation lines were clear, and the numbers were legible. The bag labeled ¿plastic flash on the tip¿ included six samples; measurements confirmed that all flash values were within specification limits. The bag labeled ¿plastic thread on the plunger¿ contained four samples, each deemed acceptable and not defective. The bag labeled ¿embedded matter¿ included four samples, with syringe barrels exhibiting an embedded dark-colored speck. The final bag, labeled ¿dirt,¿ contained one sample with two embedded, brown-colored specks. No additional defects or imperfections were observed. Embedded degraded resin in components typically occurs during startup or intermittently throughout the injection molding process, as degraded resin can break loose and become molded into parts. A device history record review was conducted for material number 301031, lot 4080684. The review revealed no quality issues during production that could have contributed to the reported condition. No related quality notifications were identified, and all processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of returned samples, the customer¿s reported symptom of embedded foreign matter has been confirmed.

Event description:
It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: we just finished the packaging of the 20ml syringes and we hereby submit the deviations found. All deviations were found during packaging, prior to use, so no patients were involved. Event date: 14/11/2025. Article code: 301031, 20 ml ll ns bulk. During this production the following batch numbers were used. It cannot be determined which deviation came from what batch. Deviations: 82 x syringe with plastic flash on tip. 151 x syringe with plastic thread on plunger rod. 30 x syringe with scale marking issues (crooked, missing). 23 x syringe with embedded matter. Additional information provided: the 23 samples had the embedded matter not on one particular spot, so please inspect the samples for the exact locations. It was not particularly within the fluid path as in above the stopper, but it was also on the piston.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.